Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that the bifurcated stent graft was successfully implanted in the pt. Upon removal of the delivery catheter, the nose cone got caught on the last stent ring. The physician inflated a reliant balloon on the contra lateral side within the bifurcated stent graft and was able to maneuver the delivery catheter for removal while the balloon held the stent graft in place. Upon final angiogram, there was a type I endoleak. The stent graft was not adhering to the aortic wall. The type I endoleak was repaired by placement of an aortic cuff. The type I endoleak was resolved. The device was discarded by the user facility. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Results: tapered tip/delivery catheter. Device discarded, unable to evaluate.